Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. Visual observations revealed the distal portion of the driver is bent. The complaint is confirmed. As per provided information excessive pressure was applied during the procedure. Possible root cause could be user technique issue where excess mechanical force was applied, which could have led to the reported failure. A review into the depuy synthes mitek complaints system revealed similar complaints for this device's lot number. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an anterior cruciate ligament (acl) surgical procedure, it was observed that milagro advance modular driver was bent during insertion. According to the reporter, there was a lot of pressure was used. A new driver was opened to continue to case. It was not reported if there was a delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.